Manufacturer narrative:
Pr 9023148 ¿ follow up MDR for device evaluation. Three photos of a 5ml luer-lok syringe were received and evaluated. Two images show the syringe in a sealed package with an unknown black material larger than level 4 on the tip non-fluid path. One photo is a close-up view of the other. The third image shows the syringe once the package has been opened with the condition as described above. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter defect could not be determined from the photo provided. A device history record review was completed for provided lot number 3205247 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd 5 ml syringe had foreign matter on the packaging and the syringe itself. The following information was provided by the initial reporter, translated from french to english: "I would like to inform you of an incident concerning the device: bd 5ml syringe luer-lok tip, syringe 3 pieces 5 ml plastipak." Reference : 309649, lot number : 3205247, expiry date : 30/06/2028. Problem encountered : syringe opened by the dispenser in the isolator. The dispenser noted the presence of ink which had leaked into the primary packaging and onto the device.